Event description:
Physician, additionally reported, "modest capsular contracture", baker grade ii. And device rupture.

Event description:
Physician reported "modest capsular contracture," baker grade ii and device rupture. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "modest capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "modest capsular contracture".

Event description:
Physician reported "modest capsular contracture," baker grade unknown. The device remains implanted. This record relates to the right side.